Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the service engineer evaluated the ventilator, found that the exhaled tidal volume was high and performed testing with calibrations. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the e360 ventilator was not delivering volume. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.